Event description:
It was reported that during a gastrectomy procedure, the device would not staple but cut. During the use of the stapler with the initial reload, the stapler cut but didn't staple. No buttressing material utilized. No more details. No important bleeding. The surgeon utilized a manual suture to perform the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information received: no information know concerning the quantity of blood lost, but no blood products was giving to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.